Event description:
It was reported that a malfunction occurred on the pump, but no notable events preceded it. There was no reported impact to the customer's blood glucose level, and the level did not exceed 500 mg/dl. Technical support provided assistance to the caller with resetting the pump, and the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any issues arise.